Event description:
It was reported that during a da vinci retroperitoneal mass resection, left procedure, the robotic monopolar curved scissors instrument was not recognized by the robotic system. Nothing fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the reported complaint. The instrument was placed on an in-house system and driven. The recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. Failure analysis also observed the following unreported damages: the instrument failed the functional test. The scissors did not cut cleanly through .006 latex. The latex gets snagged at the scissors tips. The blade edges are not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. The distal end of the main tube had various scratch marks with light material removal. The affected areas measured approximately 2.45 in length and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.